Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review concluded this was an isolated event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate there was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Per the complaint, the broken self-tapping metal tip was left inside of the patient. The retained non-implantable metal tip is comprised of per astm f136. Consequently, the location of the broken metal tip is unknown; therefore, we cannot rule out the possibility of local skin irritation, micro-motion/migration of the retained metal tip. Based on the information provided, the procedure was completed, without any delay, using a competitor device in the original bone hole. Since no further complications were reported, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information be provided, this compliant would be re-assessed. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during use, the self tapping metal tip came away from the healicoil knotless pk st during deployment. The metal tip remains in the patient. Procedure was completed, without any delay, using a competitor device in the original bone hole. No further complications reported.